Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient passed away. The patient was noted to be very sick and suffering from kidney failure. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain additional event details; however, the information was not available.